Event description:
It was reported to boston scientific corporation on september 8, 2008, that a corflo cubby low profile gastrostomy device was placed the month prior. According to the complainant, two days prior to original date, the device had been spontaneously removed and it was observed that the balloon had no water inside. Five cc's of water was injected into the balloon, and leakage was noted from the feeding port. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.